Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured during placement of the femoral implant as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned impactor pad identified signs of repeated use (nicked/gouged) and the device was confirmed to be fractured. Fracture analysis identified that the fracture was consistent with overload failure or low cycle fatigue culminating in overload failure. The device history records were reviewed and no discrepancies were identified. The root cause of the reported issue is attributed to repeated use of the device over more than six (6) years in the field, resulting in wear and tear to the instrument and leading to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.